Event description:
The customer reported that the system failed a physicist test. The maximum exposure rate was greater than 5. It was 7.5.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the dose output to 4.51 r/min at 120 kvp. The system operates as intended.